Manufacturer narrative:
This report is submitted on march 3, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the device allegedly overheated and "burnt" the patient's ear (date not reported). The patient has been issued with new equipment; however, the device has not been returned to the manufacturer for analysis.